Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Manufacturer narrative:
Correction: further information indicates that the guidewire was manufactured by a different company.

Event description:
It was reported that the patient experienced a superior vena cava (svc) dissection during insertion of the guidewire. An echocardiogram was performed. The patient recovered with fluids and pressors, with a return of normal blood pressure. It was also reported that following pocket closure the patient developed a large pocket hematoma. The pocket was re-opened and evacuated. The patient was taken to the intensive care unit for observation overnight. The patient was to be transferred to another hospital for completion of the system implant. The device is still in use. No further patient complications have been reported as a result of this event.